Manufacturer narrative:
Evaluation summary: product history records could not be reviewed because the literature report did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause has not been identified. Additional information has been requested but not received to date. Literature reference: kermani o. Häufigkeit, ursachen und verlauf von multifokalen iol ¿explantationen (explantation of multifocal iol ¿frequency, causes and course). Z. Prakt. Augenheilkd. 36: xxx-xxx (2015). (B)(4).

Event description:
A literature article discussing the results of a retrospective study of explantation of multifocal intraocular lenses (iols) reported that two patients underwent iol explantation due to optical discomfort (waxy vision). According to the authors, the origin of the waxy vision experienced by two patients implanted with multifocal iols with +3.0 near addition in both eyes remains unclear. Several months after treatment, both patients developed a slight secondary cataract that was treatable with nd/yag laser. The authors described both patients as very motivated and psychologically normal. From the first day, both patients reported waxy vision that manifested itself as ghosting when reading high contrast. Visual acuity was reported to be good in both patients although not optimal. Both patients could find no preference for one of the two foci imaged on the retina and were unable to trace and maintain the contour of a completely clear image. This perception disorder could not be remedied with any refraction. The symptoms persisted day and night and safe and active participation in road traffic was regarded as doubtful. The patients were given 12 months¿ time to allow for potential cognitive adaptation without success in both cases. The authors assessed as highly improbable that a psychological test to analyze the potential affinity of the patient to this type of visual correction would have identified these patients as potential risk candidates. In both patients, the iols were exchanged for monofocal iols. From the first day following the iol replacement, the patients were reported to be relieved and happy. At 12 months post-explantation, recovery was achieved to full visual acuity in both patients additional information has been requested but not received to date. This is one of five associated reports reported in the same literature article. This report is for one of the two patients who experienced waxy vision.